Event description:
It was reported that when a hole was performed in the tibia with the sword drill two arthrex fiberwire sutures were passed and at the moment of impacting the anchor, this was broken in its most distal part, releasing the sutures. There was no delay or patient injury reported.

Manufacturer narrative:
One 4.5 ultra pk footprint anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet and was not returned for examination. The inserter shows no damage. Dimensional assessment of the anchors major diameter found it within print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.